Manufacturer narrative:
No sample issue was noted. Qc and calibration results were acceptable. The customer noted reaction wheel temperature out of range errors on the next day. Service visited on (B)(6) 2011, and cleaned the reaction wheel and each of its cuvettes. The field service engineer (fse) performed all necessary alignments, ran a cuvette wash cycle, and ran qc. The instrument functioned properly and the problem was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low total bilirubin (tbil) result of 0.0 mg/dl generated by unicel dxc 800 pro synchron chemistry analyzer. The result was not reported out of the laboratory. Subsequent testing by another system produced 0.2 mg/dl. There was no effect to the patient.